Event description:
Voluntary medwatch received notes that the patient presented in emergency room due to syncope. Upon interrogation, it was found that the left ventricle exhibited pacing inhibition due to signal over-sensing. No intervention was performed. There were no further patient consequences reported.

Manufacturer narrative:
Sus voluntary event report was received. Medwatch: mw5152479.